Event description:
It was reported that the patient presented for a system upgrade. During the procedure, the stylet became stuck within the left ventricular lead. The lead became damaged as the stylet was attempted to be removed. The lead was removed and replaced. The patient was stable throughout.